Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: b5, d8, g6, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: intermittently lines in the image and dirty zoom and focus ring. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the image malfunction**: faulty charge coupled device unit. Based on the results of the investigation a definite root cause could not be identified for the rest of malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cable came out of the camera head. The event occurred during reprocessing. There were no reports of patient involvement.